Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an e216 scope communication error and no image present. The event occurred during inspection for use of a therapeutic hernia repair. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the reported issue was not confirmed. Due to a scratch on electrical contact of the video plug section, the screen turns black with no image. Additional findings include: due to damage on forceps elevator (fe) lever (surgical products), bending section cannot be fixed firmly, the universal cord was dirty, the video connector had a crack, and switch 1 was dirty. The following device components were found to be scratched: video connector, fe lever (surgical products), video connector case, light guide (lg) connector, lg cover glass, up/down plate, right/left lever, angulation lever, switch 1, grip, and control unit. Additionally, the following is the investigation findings provided by the legal manufacturer: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.